Manufacturer narrative:
Claim # (B)(4).

Event description:
On 20-mar-2023 we received notification of a journal article titled, 'ten-year prevalence of rrd after icl implant in myopic eye'. The paper reports 7 (out of 409) eyes with retinal detachment post-icl. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.